Event description:
Pt claims he rec'd numerous burns to his back while undergoing a lightsheer hair removal procedure.

Manufacturer narrative:
The customer has several lightsheer devices, and lumenis believes that lightsheer et is the unit associated with this complaint. There were no requests for service from the physician predating the alleged injuries that would indicate the device was not functioning properly. Lumenis was not notified of the safety incident at the time of the alleged incident. If lumenis obtains significant add'l details in the future, a follow-up medwatch will be filed.